Manufacturer narrative:
Two (2) unused samples were received for evaluation. Visual inspection was performed using naked eye and confirmed a cut in one tubing; part of the cut tubing was found packaged in the second device pouch returned. The second sample did not present a visual defect. The reported condition of cut tubing was verified on one device. The cause of the condition was determined to be related to material handling during packaging. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the a one-link extension set had a cut on the tubing. The tubing was reported to be cut almost entirely through. This was noted while the set was still in the packaging. There was no patient involvement. No additional information is available.